Event description:
A user event may have caused a patient to experience a minor burn on her face when a nasal cannula anesthesia containing 02, administered during a facial skin resurfacing procedure using rhytec's portrait psr3, briefly ignited. This was not adhering to rhytec's directions for use that state. "Do not use the portrait psr3 in the precence of of explosive/flammable materials. Do not use the portrait psr3 in the precense of flammable anesthetic or exidizing or bio-intestinal gases". The patient has required medical intervention in the form of neosporin treatments and steroids and may require additional follow-up care.